Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was explanted and discarded on (B)(6) 2019 due to a pacemaker pocket infection. The use of the associated atrial and ventricular leads was discontinued. They were capped and abandoned in the patient's body.

Event description:
Reportedly, the subject pacemaker was explanted and discarded on 5 march 2019 due to a pacemaker pocket infection. The use of the associated atrial and ventricular leads was discontinued. They were capped and abandoned in the patient's body.

Manufacturer narrative:
(Awareness date) corrected.

Manufacturer narrative:
This report contains the same information as the one provided in the follow-up 1 report. Due to technological constraints, the acknowledgments of the follow-up 1 report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, the subject pacemaker was explanted and discarded on 5 march 2019 due to a pacemaker pocket infection. The use of the associated atrial and ventricular leads was discontinued. They were capped and abandoned in the patient's body.